Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received a button error alert. Advised to discharge the insulin pump but the alarm went on again and was not able to clear it out. No blood glucose readings provided. No further information provided.